Event description:
A doctor alleged that two (2) patients had experienced the debonding of restorations after placement with the maxcem elite product. This is the first of two (2) reports.

Manufacturer narrative:
Specific patient information with regard to gender, age, and weight was not provided. The doctor cleaned and re-cemented the crown for the patient using a different product, without further incident. To date, the patient is doing fine. An 'adhesive strength' test of the returned product was performed, yielding results within specifications. A DHR review revealed that there were no deviations within the manufacturing process. In addition no similar complaints were received with regards to this lot.